Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned terminal end segment found a kink on the outer tubing and all the internal lead wires broken. The cause for the event remains unknown.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during the patient's procedure the surgeon had issues explanted the t12 lead, and it was cut and still partially implanted in the patient. No further intervention is planned at this time.